Event description:
Pre-insertion of the ancure device, the physician proceeded to dilate the iliac artery using amplatz renal dilators. Dilatation started at 20f and concluded after the insertion of a 26f device. During the dilatation procedure, the physician stated that he felt a "pop" while manipulating the 24f renal dilator. The physician proceeded to insert an ancure expandable sheath, 20cm long, but had difficulties advancing the inner dilator of the device. He removed the sheath and proceeded to insert a second sheath. During the attempts to insert the second sheath, the pt bp dropped to 30mm. Intervention was required and the pt was opened. A suprarenal clamp was installed and the aneurysm repaired using the standard open repair procedure. The pt's aneurysm was not compromised, but the physician observed and repaired a hole in the common iliac artery proximal to the aortic bifurcation. At end of the open repair, the pt bp became stable but their potassium level was found to be 8.0. Subsequently, the pt coded and or resuscitation efforts failed. Family did not want a post-mortem exam performed. According to the physician the pt suffered a mi.